Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer did not hear the alarm due to being unconscious. The customer's blood glucose elevated to 500-1100 mg/dl with diabetic ketoacidosis. The customer became unconscious, was taken to the emergency room, and a few hours later was admitted to the hospital. The customer was treated with intravenous fluids and insulin. The customer was released from the hospital on (B)(6) 2019 with the issue resolved. Customer had injury to her tongue and throat due to breathing tubes but did not know if it was permanent and declined to provide additional information. The customer reverted to an alternate pump for insulin therapy.